Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose and insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 40 mg/dl and 193 mg/dl. The customer was treated with glucose tablets. The customer performed self-test and received hardware low level failure. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test however, the insulin pump alarmed v during the self test and hardware low-level failures alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) on the keypad assembly. No software error detected alarms during testing however, the downloaded history files confirmed software error detected and due to a software error.